Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using a tandem t: slim x2 insulin pump at the time of the event. On 05/08/2026, after returning home from exercise, including climbing a hill, the patient received a low glucose alert from the cgm, which displayed ¿low¿ without a corresponding numeric value. At that time, the patient denied experiencing symptoms of hypoglycemia but consumed fruit juice in response to the alert. Despite this intervention, the cgm continued to display ¿low.¿ no fingerstick blood glucose (fsbg) measurement was performed at that time. The patient then began experiencing symptoms consistent with hyperglycemia, including headache, nausea, tingling, generalized body pain, and difficulty walking. Due to worsening symptoms, the patient was transported by his wife to the emergency room (ER). At the ER, an fsbg measurement was obtained with a value of 841 mg/dl. The cgm continued to display ¿low,¿ indicating a significant discrepancy between cgm and fsbg readings. The patient was treated with insulin (route not specified), and both the cgm and insulin pump were removed. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). The ICU stay lasted approximately three days, during which blood glucose levels were monitored regularly, although specific values were not reported. The patient also received potassium (route not specified) and pain management with dilaudid (dose and frequency not specified) for abdominal pain. The patient was discharged after approximately 3.5 days. Prior to discharge, an fsbg measurement of 130 mg/dl was recorded. No cgm readings were available at discharge, as the sensor had been removed. At the time of reporting, the patient¿s condition was described as stable, and he reported doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.